Manufacturer narrative:
The customer reported the device was not connecting to the wifi network. After evaluation, the reported issue was confirmed and was traced back to a loose connection on the antenna. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. Although there was no adverse event reported, if the connection were to drop during patient monitoring it could potentially contribute to serious injury or death. Therefore, baxter considers this complaint a reportable malfunction.

Event description:
The customer reported the device had no wifi connection. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).